Manufacturer narrative:
Results: the separator has a series of minor kinks along its length. Measured from the proximal end of the separator there are kinks at 69, 73 and 107 cm. The wire distal to the bulb was bent back on itself in an "s" shape. The bulb was measured on a laser micrometer and found to have a maximum diameter of 0.0276", within specification for this part. The wire tip was straightened and the separator was introduced into the hub of a functional reperfusion catheter 032. The separator was advanced until the bulb reached the most distal 20cm of the catheter where friction was felt and the forward motion of the separator stopped. The separator is non-functional. Conclusion: the "s" curve in the tip of the separator caused friction between the separator and the flexible section of the catheter. The source of the "s" curve in the tip of the separator is not known. However, it is possible that the lumen of the catheter became compromised in anatomy and bent the tip of the separator when the physician attempted to advance past the area. In addition, the separator may have been damaged when the physician introduced the separator into the hub of the catheter. The catheter did not return, therefore, any damage to the catheter cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was using a penumbra system reperfusion catheter 054 and a penumbra system reperfusion catheter 032 coaxially to aspirate a clot. The first penumbra system separator 054 and 032 wires performed without incident, but when attempting to use a second separator 032 the physician found that it would not track through the 032 catheter. He is not sure why, and returned the separator 032 to penumbra for an evaluation.